Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that episodes of non-sustained rv oversensing were observed. The device was oversensing lead noise and could not be programmed around. Dft testing and reprogramming changes were made to decrease sensitivity. The patient is doing fine and continuing normal follow ups.